Event description:
It was reported that the dreamstation auto bipap device was no longer available and the user passed away. Currently, there is no information that the death is related to the device. The manufacturer received information alleging death. Medical intervention was not specified. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.